Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore an internal investigation into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, including no identification of the lot number, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
It was reported through a legal event that a patient had hernia repair surgery on or about (B)(6) 2013. During hernia repair surgery, the surgeon implanted a strattice mesh, lot number s11268-035. The records indicate the device was a strattice mesh. After surgery, patient returned to the hospital on or about (B)(6) 2014 for a removal and revision surgery.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. A review of the device history record for strattice lot s11268 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. No strattice devices were returned for evaluation. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 31/jan/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incisional hernia¿ surgery and was implanted with strattice device lot s11268-035 on (B)(6) 2013. The patient underwent an ¿incisional hernia repair and excision of infected mesh¿ on (B)(6) 2014. The form lists the conditions that were treated were ¿pain, recurrence, infection, and intervention and mesh removal surgery¿ on or about (B)(6) 2014. The ppf form also indicates the patient was implanted with a non-abbvie device, "ethicon/j&j physiomesh; lot #ck9htwz0¿ on (B)(6)2011. The form indicates that this device was revised on (B)(6) 2023 ¿due to recurrence.¿ the ppf form indicates the patient was implanted with another non-abbvie device, ¿gore bio-a; lot #12535093¿ on (B)(6) 2014. As reported in the initial: it was reported through a legal event that a patient had hernia repair surgery on or about (B)(6), 2013. During hernia repair surgery, the surgeon implanted a strattice mesh, lot number s11268-035. The records indicate the device was a strattice mesh. After surgery, patient returned to the hospital on or about (B)(6), 2014 for a removal and revision surgery.